Event description:
Customer reported difficulty with a cartridge moving along guide tracks. There was no adverse impact to the customer¿s blood glucose level. Customer had already loaded the cartridge by the time of the call and was advised to clean guide rails with a soft brush and alcohol swab for future changes, as well as to check for debris or o-ring issues in the pneumatic tap area. Customer understood and agreed to follow up if the issue persists.